Event description:
About 2.5 hrs into dialysis treatment, a kink was noted in the 5th use arterial line above the dialyzer arterial header. Blood specimen revealed hemolysis. Pt felt sick but did not require hospitalization. Was discharged from from the unit in stable condition and no other adverse effects have been noted.